Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a pt underwent vns therapy system replacement surgery. During the surgery the lead was replaced. Three diagnostic tests were performed "prior to closing the patient, but once they closed the pt, kept getting a high lead impedance." The pt was reopened and the physician moved the lead down the nerve to an area where there was no scar tissue, but still kept getting a high lead impedance. Additional troubleshooting did not resolve the issue and the newly implanted lead was replaced. The lead has been returned to the MFR and is pending product analysis.